Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level however the customer reported they required a visit to the ER. Additional information was not provided. The customer reverted to an alternate method in insulin therapy.